Event description:
Boston scientific crm received info that during implantation, the physician experienced difficulty advancing this lead through the peel away safe sheath. The physician did not dip the lead into normal saline prior to implanting the lead and was wondering if the insulation of the lead was compromised due to excessive force to push the lead through the sheath. At the pre-discharge check, the physician noted the pt's thresholds had increased and noted low intrinsic r-wave amplitudes. The physician elected to bring the pt back in for a lead revision. The physician wanted to note that he cut the lead's insulation in order to slide the lead out over the wire and not have to stick the pt again. A new lead was successfully implanted and there were no adverse pt effects reported.

Manufacturer narrative:
Both the mechanical and the electrical performance of the lead under complaint were scrutinized. With regard to the electrical issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem. The cuttings in the outer insulin and the deformed steroid collar are most likely due to the explanation procedure.